Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer also reported a crack in the case. The customer reported no adverse events. The customer was treated with manual injection. The event involved product(s) mmt-1884, mmt-431ak, mmt-342 and 78893-01. Troubleshooting was performed, and the customer confirmed the location of damage was the reservoir compartment. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump, and mmt-1884 was returned for analysis. No product return is required for mmt-431ak. No product return is required for mmt-342. No product return is required for 78893-01.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test sc1 cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, self, and displacement accuracy tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Thump software was utilized and uploaded trace/history files with some parsing errors in the pump history file. The pump diagnostic trace lists the following motor related pump errors around the event date: multiple pump error 130 (filenumber = 91, linenumber = 125) occurred on 05/06/26 starting @ 20:08:00. The case was cut open. There were no signs of previous moisture presence, corrosion on the boards, motor assembly inside the case. In summary, the customer¿s report of under delivery was not confirmed during testing. According to the software r&d pump analysis log, pump error 130 (filenumber = 91, linenumber = 125) occurs if the reservoir and set were not performed for basal to resume after 30 minutes and is considered expected behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.